Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that there were repeated hardware failures. A field service engineer fse reseated connections on the rear of drawers 3.2 and 3.1 and inspected the cubies underneath identifying labels and medications covering metal pins and causing drawer fitment issues. The pills were underneath. The fse removed and cleaned all of them. All components were verified to be clean orderly and in good working condition. Additionally fse noted strain on the scanner cable which was pulling at the universal serial bus usb connection the cable was secured to the flex arm with zip ties to relieve stress. Battery voltage was checked and measured at 13.59 volt. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed and unrecoverable. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.